Event description:
The customer reported via phone call that she had received a no delivery alarm on the insulin pump. Customer stated that she was trying to change her infusion set. Customer's blood glucose was 135 mg/dl at the time of the incident. Customer assembled a new infusion set with the current reservoir and stated that the insulin did not exit the tubing. Customer tried a new reservoir with the current set and stated that the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue and the alarm. Customer was advised to return the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.